Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the extension was not replaced with no plans to replace the extension. The impedance issue did not resolve after the neurostimulator was replaced.

Manufacturer narrative:
Section d10 references: product ID 3389s-28, lot# serial# (B)(6), implanted: (B)(6) 2018, product type lead product ID 3708640 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, impedances on contacts 1 and 3 were out of range (18.5k and 9k, resp ectively) following a battery replacement. Before the procedure, all right battery impedances were within normal limits. The patient received therapy on contacts 0+ and 2-, which remained within normal limits. The neurologistnoted intermittently high impedances co nsistent with observations made in the operating room. Troubleshooting involved removing, wiping, and reinserting the lead three times, but this did not resolve the issue. The extension was subsequently explanted.

Manufacturer narrative:
Continuation of d10: product ID 3389s-28 lot# va1gj7j serial# implanted: (B)(6)2018- explanted: product type lead product ID 3708640 lot# serial# -02-06implanted: (B)(6)2018 explanted:(B)(6)2025- product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-28, serial/lot #: (B)(6), ubd: 22-nov-2019, UDI#: (B)(6); product ID: 3708640, serial/lot #: (B)(6), ubd: 18-apr-2021, UDI#: (B)(6)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.